Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a brown particle was observed embedded in the line (tubing) of a small volume folfusor. This was noticed during the production process prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h1. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, shows black colored particulate on the tubing line. The reported condition was verified; however, the particulate was described as ¿embedded¿ which is not in the fluid path. Based on historical data of similar complaints from returned samples, the embedded particle most likely is from burnt pvc which can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.